Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to observations of impedances that intermittently ranged from 1200 to greater than 3000 ohms, and noise observed along with low amplitudes. It was noted that the thresholds were measuring 2.5v at 0.5ms. They tried troubleshooting the connections, however the issues persisted. The lead was not used, and a new lead was implanted successfully. No adverse patient effects were reported.